Event description:
Surgeon inserted a microcatheter carrying a coil and upon deploying, the coil snapped. The surgeon then removed both the coil in its entirety and the catheter as well. Both were removed from the field and sequestered to be handed off to management. No patient harm, patient discharged home next day. Embold coil - ref # moo1 -39426000060 lot- 34866411. Micro catheter ¿ ref # m001 181131 lot# 35221747. Manufacturer response for coil, (brand not provided) (per site reporter).